Event description:
The plaintiff's attorney alleged that the pt experienced a myocardial infarction caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional info.